Manufacturer narrative:
UDI: (B)(4). Per instructions for use (IFU) warnings, care should be exercised in patients with hypersensitivities to cobalt, nickel, chromium, molybdenum, titanium, manganese, silicon, and/or polymeric materials. The IFU also lists allergic reaction to anesthesia, contrast media, or device materials among the potential adverse events associated with the overall tavr procedure. In this case, the cause the patient¿s rash post valve in valve tavr cannot be determined; however, the patient had a known, pre-existing nickel allergy before the procedure. The patient has received a surgical aortic valve, a permanent pacemaker, along with the sapien 3 transcatheter heart valve, all containing nickel. It is unknown if the event was related to the edward¿s devices, tavr procedure, or a combination of the multiple implantable devices she has received. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, the patient was diagnosed five years ago with a nickel allergy, only symptom was an itchy scalp. The cardiologist was aware of this prior to her viv procedure in july. Postoperatively for the last month or so, the patient s developed an itchy rash on her chest, back, and shoulders. The cardiologist thought it might be due to medications and switched the diuretic to lasix, but the rash continued. The patient was referred to a dermatologist and the cause for the rash is still unknown. The patient was referred to an allergy specialist and scheduled for an appointment. Per the patient, the doctor is requesting the device companies fax the components of the valves and % of nickel. A clinician reached out to the patient to ask if she has seen the dermatologist or was referred to another allergist. The patient was thankful and explained that she has an appointment with the dermatologist where they will put ¿patches¿ on her of different metals to see what is causing the reaction. The patient also mentioned that she has a pacemaker (boston) that also has nickel in it. She will let the doctor know about edwards allergy kit. During another phone call conversation the patient stated the allergy test went well and the doctor had her wear several ¿patches¿ and then came back to the office for the results. The patches tested her with ¿40 different elements¿ and they were all negative except nickel. The physician mentioned that her previous surgical valve has nickel as well as her pacemaker (ppm). The current valve has 30% more nickel in it than the previous valve and her reaction could be due to the amount of nickel now in her body (old valve, new valve and ppm). The dermatologist asked about ¿removing the device¿ and the patient told the physician ¿no way¿ was she would go through surgery. The patient was prescribed a ¿cream, special shampoo¿ and a ¿pill¿ to take in hopes that the itching will stop. Currently the patient has not received the medications yet because she wants to make sure with her cardiologist they new drugs will not interact with her current medications.